Event description:
Staff report that the physician was unable to maneuver the catheter. Upon removal, the md noted the catheter was bent. Another catheter was used and the case continued without incident. No patient harm.====================== manufacturer response for unidirectional steerable diagnostic catheter, polaris x======================cath lab staff informed the rep of the event on the day that it occurred.